Event description:
Patient was having c-section. Surgeon attempted to use electrosurgical pencil which failed to work. Recheck all connections and attempted try. Failed again. Removed from field and new pencil worked. After procedure and as removing drapes, found burn on drape and three burns on patient's abdomen -sizes 1.5cm, 1.0cm and .5cm- about 2nd degree. Tested the electrosurgical unit and it proved in range. Reviewed electrosurgical pencil and found two small points on the cord -mid section- that was all or partially broken. Diagnosis or reason for use: #1 for cauterization of wound or surgical site bleeding, #2 overall tray with multiple sterile items. Event abated after use stopped or dose reduced: yes.